Event description:
It was reported that following anterior repair, posterior repair and sling procedures in 2007, the patient had disruption of the suture line at the apex on the posterior repair. The mesh was trimmed and incision re-closed. Current status of the patient was described as healing.

Manufacturer narrative:
The lot number is unknown; therefore, no review of the device history record could be performed. The instructions for use which accompanies each device states in the section labeled adverse reactions that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of non-absorbable meshes. Baseline report previously filed.